Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was admitted to emergency room unresponsive. A computed tomography (CT) revealed an acute hemorrhagic cerebrovascular accident (hcva) and level of international normalized ratio (inr) was 2.7. The patient expired. The device remained implanted post-mortem and was not returned to the manufacturer for evaluation. Hemorrhagic stroke and death are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the patient was admitted to emergency room unresponsive. A computed tomography (CT) revealed an acute hemorrhagic cerebrovascular accident (hcva). The level of international normalized ratio (inr) was 2.7. The patient expired. The device remained implanted post-mortem and was not returned to the manufacturer for evaluation.